Event description:
The customer reported being hospitalized due to low blood glucose of 86mg/dl. The caller stated that her blood glucose was running high since the night before. Advised the customer to call back to troubleshoot the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.